Event description:
Ky-wiring harness that is above lid motor is burned/melted. Photos have been sent to the mfg plant. This is the second unit that this has occurred.

Manufacturer narrative:
Steris evaluated the returned unit and found that wire insulation and the lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.